Manufacturer narrative:
The insulin pump had battery cap damage due to stripped coin slot. The insulin pump passed the displacement test, operating currents, self test and off no power test. No blank display was noted. The insulin pump was received with cracked battery tube threads.

Event description:
It was reported by the customer that the insulin pump was not working and has a blank display screen. Customer stated that they could not open the battery cap because the slot of the cap was shredded. Customer was still unable to remove the battery cap at home. Customer's blood glucose level was 8.5 mmol/l. Insulin pump will be replaced. No additional information provided.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.